Event description:
It was reported that one day post-implant, a decrease in sensing was found. The lead appeared to have been dislodged. Lead was repositioned. The dislodgement occured again. Physician thought the dislodgements were related to the pocket size being too large, as the lead gets pulled when the patient stands. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.